Event description:
Customer reported the as3000 anesthesia delivery system displayed a blank screen and rebooted, which may have affected anesthesia monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the display assembly.